Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the adhesive part of the objective lens peeling off was likely due to stress applied to the device, external factors, or handling of the device. However, a definitive root cause could not be determined. During inspection and testing of the returned device, service could not confirm or duplicate the customer's reported issue (image abnormality). In addition, the following defects were observed by service during the evaluation of the device: the adhesive on the bending section was peeled off. The cover of switch #1, the main body, the universal cord, the video cable, the video connector, the video connector case, and the light guide connector, demonstrated scratches due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was an image abnormality with the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing of the returned device, service found the adhesive around the objective lens was peeling off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeling off the objective lens).